Event description:
It was reported that this implantable pulse generator (pacemaker) accelerometer (xl) rate response was not as expected. The rate is decreasing to the lower rate limit every several minutes and is causing the patient dizziness and dyspnea. The device appears to be very loose under the skin which might be the cause of the issue. The patient went through a treadmill test, where it was noticed on the programmer that the minute ventilation (mv) sensor becomes suspended during the rate decrease. Technical services (ts) reviewed this device data and noticed no device performance issues or evidence of mv feature going off. The device is behaving adequately and reducing pacing only a bit according to the patient therapeutic needs, and not suddenly. Ts explained the sensing and functions of the xl vs the mv feature. No reprogramming options were recommended. This pacemaker remains in service and no additional adverse patient effects were reported.

Event description:
It was reported that this implantable pulse generator (pacemaker) accelerometer rate response was not as expected. The rate is decreasing to the lower rate limit every several minutes and is causing the patient dizziness and dyspnea. The device appears to be very loose under the skin which might be the cause of the issue. The patient went through a treadmill test, where it was noticed on the programmer that the minute ventilation sensor becomes suspended during the rate decrease. This pacemaker remains in service and continues under evaluation. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific; therefore, technical analysis cannot be conducted. Should the product be returned in the future, laboratory analysis will be performed, and an updated report will be issued.

Event description:
It was reported that this implantable pulse generator (pacemaker) accelerometer (xl) rate response was not as expected. The rate is decreasing to the lower rate limit every several minutes and is causing the patient dizziness and dyspnea. The device appears to be very loose under the skin which might be the cause of the issue. The patient went through a treadmill test, where it was noticed on the programmer that the minute ventilation (mv) sensor becomes suspended during the rate decrease. Technical services (ts) reviewed this device data and noticed no device performance issues or evidence of mv feature going off. The device is behaving adequately and reducing pacing only a bit according to the patient therapeutic needs, and not suddenly. Ts explained the sensing and functions of the xl vs the mv feature. No reprogramming options were recommended. This pacemaker remains in service and no additional adverse patient effects were reported. Additional information received indicates this patient underwent a revision procedure to explant this pacemaker and implant a new device. Besides the intervention, no other adverse patient effects were reported. Neither the procedure date nor confirmation of product return were provided.